Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the ble issue was due to excessive ble usage which resulted in telemetry lockout. The patient was brought into clinic and the ble was restored via reinterrogating the ICD. There were no reported patient consequences.